Event description:
Investigation completed on smiths medical ambulatory infusion pumps/cadd extension sets . Summary in h -10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd extension sets . P/n (B)(4). Sample was received without its original package. The device was visually inspected from 12?-24?, which revealed no anomalies. When functional testing was done with hydrostatic vessel which revealed leakage detected in air filter. When reviewing engineering practices, by quality engineer on 21/jul/2020. No abnormalities were revealed. The complaint of ? When administering anti-cancer agent to the patient through the product, the customer noticed the fluid was leaking from the filter? Was revealed with sample testing. Root cause needs to be investigated by opening a CAPA 19mbis074 was open on 23-may-2019 in order to implement corrective actions for this failure mode.

Manufacturer narrative:
Other text: device evaluation in progress. (B)(6).

Event description:
It was reported that when administering the anti-cancer agent to the patient through the product, the customer noticed the fluid was leaking from the filter. No patient injury or complications were reported in relation to this event.